Event description:
Left breast implant taken out due to drainage and complications. Minor injury to pt reported. The device was not received by clinical engineering, so unable to identify manufacturer. If received, will return to manufacturer for analysis.